Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during kyphoplasty procedure the surgeon was inflating the balloon in the vertebral body, it burst. No patient complications were reported due to this event. No treatment or additional surgery performed as a result of this event.